Manufacturer narrative:
Review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be determined.

Event description:
It was reported that a patient presented with infection from knee replacement with vegetation on their pacemaker (pm) leads. The entire pacemaker system was explanted and replaced with leadless pacemaker. The patient was stable following the procedure.